Manufacturer narrative:
B3: event date is not known. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the therapy hadn't been working for several months and that for the past couple of months at least, their body did not want them to urinate so they turned the therapy off. The patient stated they had to go to the ER at least twice because they couldn't urinate and that they had to be catheterized last friday on (B)(6) 2024). The patient stated they started peeing again with the catheter but then they couldn't pee again now and it felt swollen down there. The patient stated about the swelling, that they had a CT scan done and the CT scan showed that there was no pelvic prolapse and everything looked fine. The patient stated medical history: that they had a seizure for the first time on (B)(6) 2023 and they were diagnosed with epilepsy and it was after that they weren't able to pee so they turned the therapy off and the patient stated that they kept it off because when they put it back on, it was going to keep them from urinating and they didn't want to do that in the first place. The patient stated they'd never had a problem with being able to pee until after the seizure on (B)(6). Patient services reviewed the role of the healthcare provider (hcp) with the patient and redirected the patient to follow up with their managing health care provider to further address the issue but the patient was upset that they were being treated like a new patient at their hcp office and that their healthcare provider didn't seem to know much about the device/therapy. The patient stated the office who performed the procedure had no record of their current implant being implanted on (B)(6) 2021, that they told the patient they only had done an exploratory surgery at that time. The patient stated because they were treating the patient like a new patient, they couldn't get an appointment until on (B)(6) 2025 and the patient didn't think they were going to be keeping the appointment or their healthcare provider because they were so sick of it all and they wanted to find a new healthcare provider. The patient stated they could be dead at that time anyway, that appointment was so far off and it appeared that the hcp didn't care about their care. Patient services offered to send the patient physician listings but the patient declined. The patient stated they were seeing a physician's assistant (pa) next week and the pa would investigate why they weren't able to urinate. The patient stated they would just find a new hcp. Patient services reviewed the patient could have the pa page a manufacturing representative (rep) to meet the patient at the appointment to check the implanted system and to see what was going on with the therapy if needed.